Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, the cartridge jammed at jaws and the device couldn't fire. The device locked when it is on lung tissue. The safety button did not work and the device was removed by pulling. Unknown what was used to complete the procedure. There were no adverse consequences for the patient.